Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and fecal incontinence it was reported that about 3 weeks ago they got kicked in the back where the stimulator/lead is and ever since then they have not been able to release a lot of urine. Caller stated that they have been seen by their regular doctor who has done a catheter 3 times but they still have the same issue where they were not able to get anything out. Caller added that they ended up in the ER last night because their doctor referred them there to see if they can do a CT scan. They are having difficulty having bowel movements because the back pain due to being kicked in the back. Caller noted that it was not constipation per se, but it was hard to get it out. They also have been pushing on patients' bladder which hurts because they cannot get anything out. Patient was taking naproxen twice a day and tylenol. They were also wanting to perform an MRI. Patient has been working with a primary care physician who has referred them to a urologist however patient did not know this doctor's name.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.